Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. Device evaluation and correction to g2. G2: checked "other" and added the country italy. The suspect device has been returned to olympus for evaluation. The olympus service center could not replicate the event. It was noted, there was a problem with the connection into the socket of the video processor. And the camera head has defective pixels. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the poor image quality was likely, due to a communication failure with the connection into the socket of the video processor. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit will be returned for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during a therapeutic transurethral resection of the prostate (turp)procedure, the unit¿s image was not good and abnormal lines were observed. The intended procedure was completed with a similar device. There was no patient injury reported.